Manufacturer narrative:
This report is being sent as a final report. The complaint involved a delivery issue, hence no product will be returned for investigation. The serial number of the lancing device is unknown; therefore the date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer called on (B)(6) 2013 and reported she did not receive her replacement adc lancing device, which was to have been sent on (B)(6), 2013. Customer further reported that starting on some unknown date/time she subsequently began to feel "unwell and tired", symptoms which have continued to date. It was further reported that on (B)(6), 2013, while at a grocery store she began to feel "lightheaded" and experienced "dizziness, blurred vision" and was "shaking". Customer was assisted by a neighbor (a former nurse) to drink a glass of "50% orange juice", in addition to eating food. Customer further reported that sometime "around (B)(6)" she consulted her nurse practitioner and was advised to take "gluberide" (glyburide) 2.5 mg, which was a new, not previously prescribed diabetes medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This report is being sent as a correction MDR. In the original MDR misidentified the brand name. The correct name is freestyle flash lancing device.